Manufacturer narrative:
Concomitant medical products: product type lead. Product ID neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient who reported that the patient's right ins was implanted too high and every time they move the whole unit would pop up. The patient had ins moved lower and indicated that when they had their ins moved lowered they compromised one of the wires. When the patient moved their head a certain way they were shocked. The patient reported they had dystonia caused by their implants when they started getting shocks and their head tilting to the right. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.